Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, the customer provided a photograph for evaluation. A photographic inspection could not identify any specific leak. The photographic inspection did not identify any malfunctions or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. This occurred during infusion. This was found twelve hours after starting infusion with parenteral nutrition. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.